Event description:
An optometrist reported that a patient who underwent lasik was diagnosed with trace dlk (diffuse lamellar keratitis) on the first day post-op. Steroid drops were prescribed, the dlk resolved, and the uncorrected va was 20/20.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).